Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit in clinic, sensing noise was observed on the rv lead. Patient was asymptomatic. Isometric testing and pocket manipulation did not reproduce the noise however pacing inhibition lasting three seconds was observed. Physician was planning to replace the system. No further information available.